Manufacturer narrative:
The device was received for evaluation. The device evaluation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left superficial femoral artery that was moderately calcified and mildly tortuous. When the absolute pro stent was deployed half way, the thumb wheel would not turn further. Another chief physician joined the case and they decided to open the complete housing of the handle to release the stent manually. The handle was then taken apart to manually deploy the stent. After that, the mechanism of the wheel worked fine and the stent was then fully deployed. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Event description:
Subsequent to the initial report, it was noted that an 0.018¿ guide wire was used, but the absolute requires an 0.035. No additional information was provided.

Manufacturer narrative:
Device code 2017: failure to follow steps incorrect size wire used. Visual analysis was performed on the returned unit. The reported deployment difficulty and thumbwheel resistance were unable to be confirmed due to the condition of the returned unit. Additionally, chatter marks were noted throughout the length of the distal sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. It should be noted that the absolute pro self-expanding stent system utilizes a 0.035¿ (0.89 mm) guide wire as indicated on the product label and in the instruction for use (IFU). Additionally, the absolute pro instruction for use states: use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. Use of an 0.018¿ may have likely contributed to the difficulties encountered during use. The investigation determined that the reported difficulties were likely the result of using an undersized guidewire with the absolute pro device. It is likely that inadequate support for the shaft due to use of an undersized guidewire caused restriction to the distal shaft lumens in the anatomy (possibly over the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in deployment difficulty. The chatter marks noted throughout the entire length of the distal sheath are consistent with the sheath being bent over a tight radius with insufficient guide wire support. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.